Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 8 years post implant of this pulmonary bioprosthetic valved conduit in a pediatric patient, it was replaced valve-in-valve. No failure mechanism was provided. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.